Event description:
I underwent arthroscopic left knee surgery at the hospital in 2009. As a result of a malfunction of the arthrex pump during my surgery, nine liters of normal saline irrigation fluid extravasated my upper leg and abdomen. This fluid overload caused me to spend three days in ICU undergoing heart and respiratory monitoring, pain control, and fluid diuresis. The hospital has reported my case to your administration. Under the freedom of information law request, I would like to have copies of the investigative files regarding incidents involving the arthrex model number ar6475 or similar pumps. I am also interested in any manufacturing information or warnings provided to hospitals surrounding the arthroscopic pumps and their tubing. As I understand, in april, 2009, a letter was sent out warning users of potential problems with the use of arthroscopic pumps. It was the arthrex pump model # ar6475 that was used during my surgery. My intentions are for future arthroscopic patients to be spared the unnecessary pain and suffering that I endured as a result of a malfunctioning pump.